Manufacturer narrative:
Please note that this MDR report was previously submitted to the FDA on 07dec2017; it is being resubmitted retrospectively per FDA request. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. No conclusion yet available. Investigation is in progress.

Event description:
On (B)(6) 2017 a customer reported getting error 4303- sample rack movement error on the aia-2000 instrument. The customer is requested service in order to addresss the issue. The customer is unable to run patient samples for ipth ((intact parathyroid hormone) and bhcg (beta human chorionic gonadotropin). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.